Event description:
It was reported that the patient experienced a surgical procedure to implant a new reservoir and pump due to the connection tube being cracked on the reservoir. The old reservoir was not removed. Additional information received that the patient outcome was reported to be well.

Event description:
It was reported that the patient experienced a surgical procedure to implant a new reservoir and pump due to the connection tube being cracked on the reservoir. The old reservoir was not removed. Additional information received that the patient outcome was reported to be well.

Manufacturer narrative:
An allegation related to a tube connection issue was reported. The ms pump was visually inspected; no leaks were identified. The tubing was cut down to the pump block resulting in an inability to inspect and confirm the reported events related to a tube crack. The pump was functionally tested and failed the deflation and activation tests. Although a tube crack was alleged, product analysis concluded the pump malfunction as the most probable cause of the reported events as these functional failures would directly affect the overall functionality of the device. An investigation conclusion code of cause traced to component failure was chosen, because the reported events could be traced to a pump malfunction through product investigation. System components- cylinder model- 72404014, lot sn- (B)(6). Reservoir- model- 72404161, lot sn- (B)(6).